Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she recently had a blood glucose level of 500 mg/dl, which was treated with manual injection. Customer stated that her blood glucose level went down to 475 mg/dl. Troubleshooting was not performed. The insulin pump was not replaced or returned for analysis.